Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. The homechoice claria device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. A short simulated therapy was successfully performed. A device history review and service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Follow up MDR needed to include updated mdv assessment additional information: review of the event log identified at least six bypasses by the operator starting from three days prior to receipt of this report, which were not reported in the initial report. Use errors and proper user instructions warns the user to not to perform therapy bypass unless assisted by technical service representatives and/or their dialysis center. Performing frequent bypasses without adequate troubleshooting and without manual draining can potentially lead to dialysate build-up in the peritoneal cavity which could progress to serious injury. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced fullness, vomiting, and bloody drainage during apd therapy with the homechoice claria device. The cause was not reported. It was reported that during an unspecified dwell phase, the patient felt full. As a result, pd therapy was discontinued and a manual drain was initiated. During draining, the patient experienced vomiting and bloody pd effluent. Subsequently, the patient was disconnected from the cycler and taken to see their physician. No further detail was provided regarding medical intervention or regarding the patient¿s outcome from the event. No additional information is available.